Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient had to spend some time in the hospital a couple weeks ago. Caller said patient was on a ventilator and moved around from place to place. Caller also said patient did have x rays and EKG. Patient was hospitalized around the 1st of november and the last couple days in october. When the patient came out of the hospital, the therapy didn't seem to be working anymore and the patient was back to the way they were before the implant. When patient first had the implant, caller said they made some adjustments and it was giving the patient a good bit of help, but now the patient is not getting any help. Caller mentioned that patient takes medication every 4 5 hours and also has nebulizer treatments. Patient had been on program 4 at 4. 5 and was getting really good results. Caller increased the setting to 7. 0 and said patient never felt anything on that setting. Caller then switched to program 5 at 5. 6 and said the current setting was at 6. 1. Caller did not know the previous setting. The issue was not resolved through troubleshooting. An email was sent to the repair department.